Event description:
It was reported the patient had a loss of therapeutic effect. The patient was "very shaky" and had been for about two months. The patient had missed a reprogramming appointment, after which the patient fell, breaking her humerus bone and cutting her face. The patient was in the hospital due to falling and breaking her leg. It was unclear if the patient broke her leg as well as her humerus bone on the same fall or different falls. It was reported that the patient had fallen "several times." It was reported the patient had clostridium difficile two times, but not information was provided regarding if it was related to the current event. The patient had wanted the device reprogrammed. Additional information received reported that the patient was seen by a physician's assistant on (B)(6) 2012, but the device had no programming history and she was unable to find a setting that improved the patient's symptoms. The implantable neurostimulator was confirmed to be on, and parameters were left the same. No intervention was planned at the time; the patient was out of state and would be returning to her health care provider for a follow up. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information indicated that the patient had fallen twice because her stimulation was not adjusted. It was also reported that the patient was "bouncing all over the place," but it was unclear what this had meant. The patient fell on (B)(6) 2012 and broke her wrist and nose and needed stitches in her head and eye. The patient had fallen again (date unknown) and broke her shoulder and arm in three places. The patient's hospitalization and outcome were unknown. The patient was reported to be at duke to receive a lung transplant, but was disqualified because she had a clostridium difficile infection. It was again unclear when the patient had been diagnosed with this infection, or if it was related to the event. The patient was reported to be on oxygen, and the patient's daughter stated that she would like to have the patient's device adjusted. The daughter was not sure if the patient's therapy was turned on. The daughter stated that the patient had moved and needed a new doctor. The patient's daughter was provided with a list of physicians that had treated patients with deep brain stimulation for movement disorders. No further information was reported.

Manufacturer narrative:
Product ID 37642, lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension; product ID 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension; product ID 3387s-40, lot# v487953, serial# implanted: (B)(6) 2010, explanted: product type lead; product ID 3387s-4,0 lot# v444283, serial# implanted: (B)(6) 2010, explanted: product type lead; (B)(6).

Manufacturer narrative:
(B)(4).